Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via (B)(6) stated that their oral-b precision clean toothbrush heads were coming loose on two toothbrushes. They may be fake. No injury was reported.

Event description:
Consumer via chatbot stated that their oral-b precision clean toothbrush heads were coming loose on two toothbrushes. They may be fake. No injury was reported.

Manufacturer narrative:
13-aug-2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.